Event description:
It was reported to philips healthcare that the device's screen went blank during 12-lead ECG (loss of ECG acquisition). There was no negative patient impact.

Manufacturer narrative:
Pr#: (B)(4).